Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted

Event description:
It was reported to baxter (B)(4) that there was a disconnect of the tubing from the cassette; the heater bag tubing was found disconnected from the cassette. This occurred before use. No patient injury was reported. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for a report of a disconnection of the heater line tubing from the cassette was returned for investigation. Set was visually inspected and noted that the heater line tubing was separated from the cassette port. During visual inspection of the port and tubing, both appeared to have solvent. The tubing contained an uneven edge. The report was confirmed in the lab for connection issue. A batch review was performed on the associated lot (h09j06065) with no issues noted. Per the results of evaluation, the complaint does not provide sufficient information to identify root cause, therefore the root cause of the complaint was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.